Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a new sensor was inserted but the display states no restarts. The sensor was inserted into the abdomen on (B)(6) 2025. On(B)(6) 2025, the patient inserted a new dexcom sensor and left it to warm up overnight, expecting it to be ready by the following morning. On(B)(6) 2025, upon waking, the sensor displayed an error message: ¿sensor can only be used for one session.¿ the patient reported waking up feeling ill and was experiencing vomiting. She was transported to the emergency department by her roommate. At the hospital, her blood glucose was measured at 72 mg/dl. The malfunctioning sensor was removed the same day. The patient remained in the hospital for approximately 8 hours, during which she received IV glucose. Her blood glucose levels began to rise, and she was discharged later that day. At the time of reporting, the patient was home and feeling okay. Data was provided for investigation and showed evidence of a sensor restart occurring. The allegation was undetermined via data. A probable cause could not be determined. No additional patient or event information is available.